Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on 2017-dec-08. It was reported that the cause of the inability to aspirate was not determined and the issue was resolved. The patient¿s weight at the time of the event was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving prialt [25 mcg/ml] at a dose of 1.5 mcg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the doctor was not able to aspirate the catheter. The manufacturer's representative was calling in to perform a safety check on the information programmed to the pump. It was noted that this was a new implant. No symptoms were reported. No interventions were planned. The system was implanted and primed. No further complications were reported or anticipated.